Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the displacement test and active current measurement. However, device failed the sleep current measurement due to moisture damage on the electronic assembly. Also, moisture damage on the vibrator and motor assembly noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer¿s insulin pump had an unexpected restart alarm and also had blank display. The customer's blood glucose value was unknown. The customer¿s pump was dying without warning or alert and the pump screen went blank and pump died the customer changed battery and alarm occurred four times in the last 14 days. The insulin pump will not be returned for analysis.